Event description:
Via social media, patient reported being injected with an unspecified juvéderm®. The patient reported experiencing ¿bad vascular occlusion¿ and is now ¿terrified to ever use it again.¿ the patient inquired if it was possible to find an injector who uses ultrasound during injections ¿to know where exactly to place the filler.¿ event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.